Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected hardware low level failure alarm. Blood glucose value was 170 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced or returned.

Manufacturer narrative:
Hardware low level failures error confirmed in the device history due to cold solder joint on keypad assembly. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery noted during testing or in the device trace download.